Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a cracked tube extension (orange portion of the instrument) at the proximal clevis interface. The clevis was dislodged from the tube extension. Electrical continuity testing passed. Additional observation not reported by the customer was main tube damage. The main tube had deep scratches at the distal end of the main tube, approximately 2.4 in length. Evidence not conclusive, but tube extension damage was likely due to excessive loading or other mishandling. The observed main tube damage was also likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint (cracked tube extension) does not itself constitute a reportable event. The clinical risk evaluation performed on the health hazard assessment dated (B)(4) 2013 for the monopolar curved scissors states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. However, the main tube scratches found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si myomectomy procedure, the user facility identified a cracked orange peel on the monopolar curved scissors instrument and it stopped working. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.